Manufacturer narrative:
D1, d2, d4: product identifiers are unknown g4: product identifiers are not known, hence 510k# is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Risk factors for mechanical complications following spondylectomy of thoracolumbar primary spinal column tumours. Anthony l. Mikula, zach pennington, megan c. Everson, nikita llakomkin, paulj. Gagnet, steven j. Girdler, matt h. Llindsey, josha. Spear, mohamad bydon, j gagnet, stevenson, benjamin d. El elder, mohammed kkarim, williame. Krauss, peter s. Rose, and michelle j. Clarke. Doi: 10 .3171/2025.2.spine231312. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿mechanical complications after spondylectomy for primary spinal tumours in the thoracolumbar spine.¿ the following devices and grafting materials were used for anterior column reconstruction: titanium cage (13 patients), structural allograft (6 patients), vascularized fibular strut autograft (6 patients), neovascularized structural autograft (5 patients), vascularized rib autograft (5 patients), polyetheretherketone (peek) cage (2 patients), and bone morphogenetic protein (bmp, 1 patient). Anterior fixation was placed in 48% of cases, and >2-rod constructs were used in 20% of patients. It was reported that  patient demographics: 25 patients (14 men, 11 women), average age 45 years, average bmi 28, mean follow-up 6years. Tumour types: chordoma (40%), chondrosarcoma (16%), giant cell tumour (16%), osteosarcoma (16%), osteoblastoma (8%), aneurysmal bone cyst (4%). Mechanical complications (product malfunctions): 6 patients (24%) experienced mechanical complications: 5 had rod fractures. 1 had distal junctional failure. Of these 6, 4 required reoperations. The only statistically significant risk factor for mechanical complications was longer follow-up (average 11 years vs. 4.4 years; p = 0.047). No significant differences in complications based on reconstruction material or fixation technique. Vascularized fibular strut autograft had no failures, but this was not statistically significant. Only 1 patient had bone morphogenetic protein used as grafting material, and this patient did not experience a mechanical complication. Patient symptoms: while not explicitly listed, patients with mechanical complications (rod fracture, junctional failure) generally experience pain, spinal instability, or may require additional surgery (as evidenced by thereoperation rate). In summary, rod fractures and distal junctional failures were the main product malfunctions, with symptoms likely including pain and instability, often necessitating reoperation. Use of bone morphogenetic protein as grafting material was rare (1 patient) and did not result in complications.